Manufacturer narrative:
(B)(4). The date of the event onset was reported as: ¿unknown exact date of occurrence, it is possible that the occurrence date was (B)(6) 2016¿. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced blood loss related to a one-link set that disconnected. The event was reported as ¿the cap came off while it was on the patient and blood came pouring out¿. The event was ¿caught quickly¿ and the amount of the blood loss was reported as ¿small¿. The patient did not require any treatment for the event. On an unknown date, the patient was released (from the hospital) after unspecified treatment for an unknown indication. No additional information is available.